Event description:
It was reported that the customer's pump screen was broken, rendering it illegible. There was no reported impact to the customer¿s blood glucose level. Customer arranged to return device to for evaluation, and replacement pump was provided.